Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-may-2022 to 28- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device application was crashed. The technical support specialist resolved the issue by applying knowledge article 000011541-medapplication not launching automatically; station at blue screen to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not allow nurses to remove emergency medications in emergency room, causing a delay of 1.5 hours. Customer stated that the required static medications were orapred and zithromax liquids for a pediatric patient. Customer confirmed there was no adverse event but there was a delay in treatment and the patient was discharged with prescriptions to fill at a pharmacy.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nurses to remove emergency medications in emergency room, causing a delay of 1.5 hours. Customer stated that the required static medications were orapred and zithromax liquids for a pediatric patient. Customer confirmed there was no adverse event but there was a delay in treatment and the patient was discharged with prescriptions to fill at a pharmacy.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the repeated screen issue was due to the application responsible for auto-launching was not configured correctly. A technical support specialist configured auto-launch setting to resolve. The system was functional as intended.